Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and clinical files were not returned to zoll for evaluation. Without the clinical event file to review, zoll is unable to exactly determine how the device software analyzed the patients heart rhythm to result in a shock advised determination. Review of the event strip charts showed that during the first two six-second analysis segments, motion artifact was present in the ECG signal. The review concluded that the device advised shock related to contributing factors such as artifact and baseline wandering. The device worked as designed and configured and within the limitations of the technology. This investigation will be closed as device meets specification based on our limited investigation. Analysis for reports of this type has not identified an increase in trend.